Event description:
Ferrando, c.a. And m.f.r. Paraiso, a prospective randomized trial comparing restorelle® y mesh and flat mesh for laparoscopic and robotic-assisted laparoscopic sacrocolpopexy: 24-month outcomes. Int urogynecol j, 2021. 32(6): p. 1565-1570. Https://doi.org/10.1007/s00192-020-04657-y according to the available information, 59 patients were implanted with mesh: 30 y-mesh and 29 flat mesh. Four patients complained of subjective vaginal bulge symptoms (2 dual mesh, 2 y-mesh), while nine patients had objective recurrence (4 dual mesh, 5 y-mesh). Of the nine recurrences, four were rectocele, four were cystocele, and one was a combined cystocele/rectocele. There were no apical recurrences. Of those patients who had recurrence on examination only, six were asymptomatic. Two patients underwent reoperation for rectocele repair. Most recurrences were not apical and it was not clear if the recurrences were due to failure of the actual mesh or other factors.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional information prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.